Manufacturer narrative:
Review of the data log file confirmed the reported inaccurate blood readings from the sensor.

Event description:
Consumer contacted dexcom to report the sensor gave inaccurate blood readings. The consumer did not report any medical intervention or injuries.